Manufacturer narrative:
(B)(4).

Event description:
An endurant stent graft system was implanted in a patient for the endovascular treatment of abdominal aortic dissection and a 6.5 cm left common iliac artery aneurysm. The aortic neck was 20 mm in diameter and 50 mm in length with 5 degree angulation. There was moderate external iliac tortuosity and moderate calcification of the lcia. Ivc filter was placed first and then the left internal iliac was coiled followed by the stent graft implant. It was reported that the patient died approximately one hour post op and is thought to have expired from a retrograde type a dissection. The patient did have a 5+cm ascending thoracic aneurysm. The physician does not know the exact cause of death, but thinks if the patient died from a retrograde type a dissection that it must have been a result of another manufacturer's guide wire.